Manufacturer narrative:
Product investigation is in progress.

Event description:
The strings falls off [device breakage]. Case narrative: consumer reported via phone that the tampon strings fall off. No injury was reported.

Event description:
The strings falls off [device breakage]. Case narrative: consumer reported via phone that the tampon strings fall off. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.